Event description:
It was reported that during a filter implantation procedure, removal difficulties were encountered and the guide wire was broken. Vascular access was obtained via the patient's jugular artery. The stainless steel greenfield filter was successfully implanted in the inferior vena cava. During removal of the guide wire, the distal end became stuck in the filter and the proximal end began to fray on a portion external to the patient. The physician pulled lower on the wire leading to a break where it had frayed. He then pulled as much of the wire out of the patient as possible and cut the wire, leaving an unknown portion of the wire inside the patient. Upon checking the placement of the filter, he noted that it had moved a bit, but he was still comfortable with its position. There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device (B)(4) and (B)(4) relate to component (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).